Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy, and bumpy skin irritation under the therapy electrodes of the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a water-based medication for the skin irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.